Event description:
It was reported that the patient presented for replacement of the right ventricular lead due to high capture threshold. The lead was capped and replaced on july 30, 2024. The patient was stable.